Event description:
It was reported that following a recent device replacement, during which the existing right atrial (ra) lead was retained, there was a sudden increase in ra lead impedance the next day. This triggered the devices automatic polarity safety switch, causing the ra lead to operate in unipolar rather than bipolar pacing, with some reduction in device function. Significant lead noise was detected, which was incorrectly recorded as atrial fibrillation/atrial tachycardia (af/at) and resulted in inappropriate automatic mode switch (ams) episodes. No lead noise had been observed before the device replacement. The patient is asymptomatic and will continue to be monitored for signs of av desynchrony, with instructions to contact the device team if symptoms develop. This lead remains in service. No adverse patient effects were reported.